Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. Data and photograph were provided for evaluation. The reported unexpected g5 mobile application shut-off was confirmed via data and photograph. The root cause was determined to be a structured query language (sql) error.